Event description:
About one hour into a routine hemodialysis treatment the venous and effluent pressures were increased, the operator flushed the dialyzer and observed clotting. The treatment was discontinued without rinsing back the blood. The estimated blood loss was 190cc. The patient's epogen dose was increased from 10,000 units per week to 20,000 units per week. No other medical intervention was provided.

Manufacturer narrative:
No evidence of a device malfunction. Facility staff attribute the clotting to patient inadvertently not receiving heparin at the start of the hemodialysis treatment. Device labeling includes appropriate warnings regarding the risk of clotting. Nxstage medical considers this report closed. No additional information will be provided.